Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter's state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/18/2019: modified event description: device report from synthes reports an event in canada as follows it was reported on an unknown date, customer care received a return request from the customer for a damaged handle for screwdriver. The cruciform at the distal tip of the handle for screwdriver does not hold the unknown screw correctly so the handle of the screwdriver stripped the unknown screw head. Procedure was successfully completed with no surgical delay reported. Patient outcome was unknown. This complaint involves two (2) devices. This report is for one (1) screws: trauma. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, customer care received a return request from the customer for a damaged screwdriver handle. The cruciform at the distal tip of the handle for the screwdriver does not hold the unknown screw correctly so the handle of the screwdriver stripped the unknown screw head. Procedure was successfully completed with no surgical delay reported. Patient outcome is unknown. This report is for one (1) screws: trauma. This is report 1 of 1 for (B)(4).